Event description:
Patient called complaining of severe pain and nausea, feeling like something is broken inside her. She was not able to work anymore and was very worried and anxious. She went to doctor, but they said it is ok. Patient is currently taking aspirin for her pain. Her patch was implanted in hospital. Patient was not able to provide any device ID number or any other information about the suspect device.